Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test performed. The sensor passed per specifications with accurate readings.

Event description:
It was reported that the customer's sensor was damaged at the base. The customer's blood glucose level was 325 mg/dl. Standard troubleshooting was performed. The customer was advised to change the sensor and insertion site. The product is being returned. Nothing further was reported.